Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received another motor error alarm after already calling for the same problem. Customer's blood glucose was 135 mg/dl. During troubleshooting, alarm history showed that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. Customer also realized that time on insulin pump was not correct. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump had normal operating currents and passed the self test and the off no power test. The motor was tested outside of the device and passed. No alarms could be verified in the history due to the history file being overwritten with alarms due to a corrupted history file. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.